Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown it was reported that the unspecified bd¿ tubes were similar. "The lithium heparin vs sodium heparin tubes are very similar." The following information was provided by the initial reporter: the survey was completed and the answers to the 5 technical questions were all ¿no.¿ however, it was mention that a complaint regarding the similarity of the lithium heparin vs sodium heparin tubes. It was told any complaint needed to be reported.

Manufacturer narrative:
H.6. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
Material no: unknown; batch no: unknown. It was reported that the unspecified bd¿ tubes were similar. "The lithium heparin vs sodium heparin tubes are very similar." The following information was provided by the initial reporter: the survey was completed and the answers to the 5 technical questions were all ¿no.¿ however, it was mention that a complaint regarding the similarity of the lithium heparin vs sodium heparin tubes. It was told any complaint needed to be reported.